Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead warning was observed and it was noted that there were frequent and high thresholds on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.